Event description:
It was reported that during a laparoscopic cholecystectomy procedure, some clips ejected. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B) (6).

Event description:
The information received from the sales rep indicated that the physician had pushed the pigtail catheter into the left ventricle. When the physician removed the diagnostic wire from the pigtail, the pigtail fell apart. After the pigtail separated, the physician was able to use a snare to remove the pigtail from the patient. There was no patient injury. However, the patient will need to have another procedure on another day. The patient was a female. The physician was performing a left ventriculogram. The product was perfect in appearance when it was removed from the sterile package. No anomalies were noted during prep. During prep, the catheter was flushed with saline only. A .035 150cm j wire (bsx), 6 f sheath (terumo) were used during the procedure. No resistance was met while advancing the device. No excessive torquing was required when advancing the catheter to the left ventricle. No resistance met while advancing the device over the guidewire. The device did not kink in the area of separation. The separation occurred approximately 4 cm from the distal end of the device. The patient is in stable condition.

Manufacturer narrative:
At the completion of angiography of a female's left ventricle, a 6fr infiniti diagnostic pigtail catheter separated during withdrawal of the unit. The separated segment was successfully snared and no pt injury occurred. No anomalies had been noted prior to use. No resistance was felt during advancement and no excessive torquing was required. No kinks were noted in the area of separation. The product was not returned for evaluation; it was retained by the facility. A site visit was allowed for the purpose of evaluating the catheter. The 6fr infiniti diagnostic catheter was visually examined and photographed. No manipulation of the unit was permitted. The catheter was found in two separate sections: the body and the pigtail tip. The body portion shows traces of the body back taper process at its distal end; braid wire is exposed as the tip countersink reaches the distal end of the body. The pigtail tip section shows traces of the internal step-down process. Additionally, the pigtail shows evidence of a kink near the step-down end of the tip. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Separation was confirmed and appears to be related to the manufacturing process, at the body-tip fuse process. Actions were opened to address this type of failure in the diagnostic catheter family. This lot was manufactured after corrective actions were implemented, and the CAPA is currently in effectiveness monitoring until 01/30/2010. According to the CAPA conclusion, the acceptable occurrence rate of customer complaints should be <=0.002% on a cumulative basis during a period of 12 months. This is the first complaint confirmed as related to the manufacturing process after the implementation of corrective actions; the approximate complaint rate 0.00001% for this type of failure in the diagnostic catheter family during the CAPA monitoring. No additional actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.